Manufacturer narrative:
Our company field service engineer investigated the anesthesia system at the hospital and concluded that the patient cassette was leaking. A new patient cassette was installed. The device passed tests and was cleared for clinical use. The test log contains several sub test failures including pressure transducer test and leakage tests failures. The replaced patient cassette was returned for investigation. The visual inspection did not reveal any deviations or damages. Several system check outs were performed and resulted in failure of multiple sub tests such as leakage tests, pressure transducer tests, flow transducer tests and safety valve tests. The patient cassette was partly dismounted for further trouble shooting but the investigation of the internal parts in the cassette could not establish the true source of the leakage. The conclusion is that the patient cassette had a leakage but root cause has not been determined.

Event description:
Manufacturer's reference number: (B)(4).

Event description:
It was reported that the anesthesia system failed the system check out. There was no patient involvement. Manufacturer's reference number: (B)(4).